Event description:
N/a.

Manufacturer narrative:
Investigation summary: the surgery was for a patient with end stage renal disease for creating a hemodialysis access site in the lower limb. The patient is reported to have hepatitis. For two pieces of our flixene they faced the same issue that the gds wasn't fixed firmly and it was disconnected from the graft just after opening the package during an attempt to connect the gds to the tunneler rod. Details of the two pieces are: - product /1/: flixene vascular graft - ref. (B)(4) - sn. (B)(6) ln 502151. - product /2/: flixene vascular graft - ref. (B)(4) - sn. (B)(6) ln 502151. The defective items are not available for investigation due to the contamination (hepatitis). There was no involvement for the patient, since the incident happened prior to insertion (during an attempt to attach the gds to the tunneler rod). After the first device separated, a second device was obtained but exhibited the same separation issue. Long forceps were used instead of the tunneler rod/gds to tunnel the graft. This caused a 10-15 minute delay to the procedure. A review of the video provided was conducted and it is clear that the gds swivel rod has separated from the swivel core prior to the product being tunneled confirming both the complaints associated with this procedure ((B)(4)) and a device nonconformity. The complaint history review identified three other complaints where the swivel rod separated from the swivel core. However, the root causes either have not yet been determined or was impossible to define. There were also three complaints identified where the gds was reported to have a large gap between the components but was not separated. The investigation for these complaints found the root cause to be related to the manufacturing assembly process with a contributing factor of design. The equipment used to crimp the swivel rod onto the swivel core was found to be out of specification, resulting in the inadequate crimp. The ncr investigations concluded that machine is found to be the most probable root cause for this non-conformance. Investigations performed proved that loose faceplate leads to poor crimping. The reason for having a loose faceplate could be due to stud slippage over time due to machine vibrations and wear. It was also found one of the original studs of the equipment to be sheared to a shorter length. Additionally, method is a contributor for this ncr as the inspections in place are not adequate to catch a nonconformance under typical use in the field. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. The investigation has concluded that the product in question was possibly not assembled properly based on the separation of the swivel rod from the swivel core and is related to the gds crimping equipment discrepancies found in previous investigations. A CAPA and health hazard evaluation (hhe) are ongoing.

Event description:
N/a.

Event description:
The distributor stated: the surgery was for hepatitis patient for implanting ptfe graft. For two pieces of our flixene they faced the same issue that the gds wasn't fixed firmly and it was disconnected from the graft. There was no involvement for the patient, since the incident happened prior to insertion.

Manufacturer narrative:
Related mfg report # 3011175548-2024-00065. Upon completion of the investigation into this event a follow up report will be submitted.